Manufacturer narrative:
One device was returned for repair in used condition with complaint of random occlusion in the line error. Visual evaluation found delaminated downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. There was no applicable evidence to review in the event history. The device has not been in for service in the review period. The reported problem was not verified by functional testing. The cause could not be found due to the problem not being replicated. Performed preventative maintenance. The device passed all functional tests after the repair.

Event description:
It was reported that there is an occlusion on the line - per reporter, the error found after about 20 minutes of use. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.